Manufacturer narrative:
Additional information: h3, h4, h6 and h10. H10: the device was received for evaluation. The actual sample was received broken without the blister packaging and missing the tubing. The reported condition was verified. Due to the condition of the sample received no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred the week of (B)(6), 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was found leaking while on an arterial line. This was discovered during patient use. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.